Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the battery cavity plate and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assembly and determined the cause for the malfunction to be severed battery wires.